Event description:
It was reported that a user of the ilet experienced a false low sensor reading with a capillary glucose of approximately 350 mg/dl, followed by a subsequent low blood glucose value of 45 mg/dl and persistent hyperglycemia through the next day. The user also reported having a cold at the time, which may have influenced glucose variability. Symptoms included both low and high glucose readings without acute complications. Outcomes included self-treatment of the low glucose episode with oral glucose, with no hospitalization or emergency care required. Investigation included technical review and user education troubleshooting. Investigation of this case revealed no confirmed device malfunction and a possible contribution from illness or other user- or physiology-related factors. It was concluded that the event was not reproducible, device function could not be confirmed as faulty, and variability related to intercurrent illness and other factors may have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.